Manufacturer narrative:
Based on the available information (in the absence of the products being returned) boston scientific has determined the reason for unsatisfactory lead placement and aborted procedure could not be confirmed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The lead was not returned as it was disposed by the facility; as such, physical analysis was not conducted in our laboratory. A product labeling review identified that the devices were used per the IFU product label. The lead was not returned as such physical analysis was not conducted in our laboratory. As a result, engineers were unable to determine a probable cause and therefore concluded that they were unable to device problem. Block d2b additional pro codes, nhl, pjs.

Event description:
It was reported that the patients deep brain stimulation (dbs) lead implantation procedure was aborted. The physician determined that the lead placement was unsatisfactory and elected to remove the implanted lead, resulting in termination of the procedure. Analysis of the lead was not conducted, as it had been disposed of by the facility. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patients deep brain stimulation (dbs) lead implantation procedure was aborted. The physician determined that the lead placement was unsatisfactory and elected to remove the implanted lead, resulting in termination of the procedure. Analysis of the lead was not conducted, as it had been disposed of by the facility.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Block d2b additional pro codes, nhl, pjs.